Event description:
It was reported that the insulin pump alarmed motor error. Customer has experienced high blood glucose. The blood glucose reading is 300 mg/dl. Customer had treated with manual injection. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump failed the displacement test. The insulin pump alarmed motor error due to motor encoder signal out of phase. Unable to perform prime test due to displacement anomaly. The insulin pump received with a missing end cap sticker. The insulin pump was received with a scratched lcd window.